Event description:
It was reported that the device was found to leak at the filter area. No adverse effects reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.